Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height drawers 2.1 and 2.2 were not detected on the bus as a result of faulty controller and drawer boards. A field service engineer replaced the faulty controller and drawer boards to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced tower door failure. The customer tried to recover the door by rebooting it, but the issue still persists. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.